Event description:
It was reported the programmer head port malfunctions, no telemetry. A new header was installed, but still no telemetry. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector and electrocardiogram (ECG) connector was loose. It was also noted that the system fan was noisy, and the tab on the power cord bay door was broken. (B)(4).